Event description:
It was reported that the pump was on, but the screen remained black. There was no adverse impact to the customer's blood glucose level. Technical support (cts) instructed the caller to perform several troubleshooting steps, including pressing the button on the pump and connecting it to a power source, but the pump did not turn on. As a corrective action, cts decided to replace the pump and the customer will use multiple daily injections (mdi) as a backup therapy. The customer was also informed about the process of returning the pump with a pre-paid label and agreed to put the pump into storage mode before returning it to tandem.